Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the rectum during an endoscopic submucosal dissection (esd) procedure performed on (B)(6)2022. Post-resection mucosal closure was performed by way of a mechanical clip. On (B)(6) 2022, a rectal bleed was first noticed by the patient. It was reported the patient experienced melena and lowered hemoglobin levels for several weeks after the initial esd procedure; hemoglobin levels were down to 7's from 9's. The patient underwent a blood transfusion to increase the hemoglobin levels, however levels only increased to 8.2 which was not considered acceptable. On (B)(6) 2022, the patient underwent a follow-up colonoscopy to assess for etiology of bleeding. The procedure confirmed the patient was no longer bleeding. The physician deemed the event to be "not related" to the device and "possible" related to the procedure.